Event description:
As reported by distributor in another country, when the disposable transducer manifold was connected to a control syringe, air was noted to be entering the system. The manifolds are supplied to the distributor on a bulk, non-sterile basis to include within their own kits. The syringe was not distributed or manufactured by boston scientific. The air was not injected and there was no pt injury. The used device was discarded by the hospital.

Manufacturer narrative:
The device history records for the reported lot number were reviewed and no manufacturing or quality deviations were noted. The device was discarded and will not be returned to the MFR. Therefore, no failure analysis is possible. This product is subjected to multiple quality inspections during the production process including measurements of all fitting specifications and visual inspections for cracks and damage. As the sample is unavailable for evaluation and the syringe being used was not manufactured or supplied by boston scientific, the root cause of the reported event is unable to be determined.